Manufacturer narrative:
The reported events of sensing r-wave amplitude variation and high capture threshold were not confirmed by analysis. The reported event of failure to retract the helix was confirmed by analysis. As received, a complete lead was returned in one piece for analysis. Final analysis found no anomalies except for procedural damage. No anomalies were detected.

Event description:
It was reported that the patient presented to the hospital for a right ventricular (rv) lead revision due to elevated capture thresholds and variability in r-wave amplitude. During the procedure, the rv lead was also found to have a non-retractable helix. As a result, the lead was explanted and successfully replaced. The patient remained stable.